Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of 543 mg/dl and moderate ketones. The cause of the high bg was unknown. A manual insulin injection was administered to address bg level. Reportedly, the customer discussed the reported issue with a healthcare professional.